Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209163202, implanted: (B)(6) 2015, product type lead. (B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the diagnosis was updated to persistent urinary tract infection leading to urge incontinence recurrence. The event was not serious and not related to any device component/procedure. Actions taken were reprogramming and antibiotic administration and event was still continuing. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0209163202, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a return of leaks. Factors that may have contributed to the issue remain unknown. Diagnostics reported urge incontinence due to urinary tract infection. Interventions taken to resolve the issue was a reprogramming and antibiotics. The event was assessed as related to the stimulation and not resolved. No surgical intervention occurred or was planned. Relevant medical history includes urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the outcome was resolved on (B)(6) 2019.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0209163202, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the return of leaks was related to the urinary infection which in turn is related to the stimulation. The event was reported to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected data: follow-up report 003, correct aware date is 2019-01-28. If information is provided in the future, a supplemental report will be issued.